Manufacturer narrative:
(B)(4). This device was not returned for evaluation. This report is for a system error 2240, where the home patient left the unused supply line clamp open. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the users that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) occurred on the homechoice (hc) during dwell. The home patient (hp) had cleared the alarm when they called technical services. The technical service representative (tsr) explained the alarm and that the supplies were compromised. The hp had left the unused supply line clamp open. The hp stated that they would finish therapy manually. There was patient involvement; however, no patient injury or medical intervention was reported. Additional information was requested and is not available.